Manufacturer narrative:
One used unit was received (B)(4) 2012 and sent for decontamination. Upon completion of the investigation a supplemental report will be submitted. (B)(4). Submitted: (B)(4) 2012. Add'l info from vol report: common device name: 20g, 1.88 inch 1.1 x 48 mm. (B)(6).

Event description:
The arterial line was inserted (B)(6) 2012, in the operating room and was not sutured at the time. A-line became positional, leaking, but had positive waveform and cuff pressure correlation. On (B)(6) 2012, the pt was sent to the operating room. A-line was sutured for stability. Bleeding from the site occurred. During the a-line removal, the catheter was noted to be fractured. This required removal in the operating room. Both segments were secured.